Manufacturer narrative:
The zoll icy catheter involved in this event was not returned for evaluation. Icy-3 catheter hubs (inflow, outflow, proximal, medial and distal) are designed to adhere to standard medical luer connectors. In/outflow luers are visually differentiated from infusion luers (indicated by "customer requirements icy 3", doc#(B)(4)). This segregation color coding scheme is intended for user familiarity (per "design specification icy ic-3893 all variants", doc# (B)(4)). There is a warning on the product IFU ("IFU icy", doc# (B)(4)) which explicitly states, "do not confuse the inflow and outflow luer fittings for standard central line infusion ports. They are for connection to the coolgard 3000 system only." In addition, only attending personnel who are trained to these instructions should be operating the system during patient treatment. Furthermore, probable cause for the customer's reported problem might be due to user error. It was reported that the patient outcome was not due to the user connection error.

Event description:
It was reported that a female patient came into the hospital for cardiac arrest. The emergency department (ed) staff nurse placed the zoll ivtm icy catheter into the patient. Upon transfer from the ed to the critical care unit (ccu), the ccu nurse noted a connection error in which vasopressors were connected to the inflow lumen of the balloon port. The outflow port was left open to air, which resulted in undelivered medications. This connection error was immediately corrected. The patient had a large intracerebral hemorrhage (ich). Therefore, cooling therapy with the zoll device was not performed. Patient has since expired. Per the customer, the patient outcome was not due to the connection error. No further information was provided.